Manufacturer narrative:
(B)(4). This product was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead was fractured in three locations. Microscopic evaluation indicated that the damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information received from the field representative indicated that the cause was not determined. This device and lead were explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). All available information indicated that this device is in the possession of the hospital's pathology laboratory and future return of the product is possible. This product issue will be updated if additional details are received.